Event description:
A catheter broke off inside a patient and had to be surgically removed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the advantage system gave blood glucose results of 125 mg/dl and 40 mg/dl within 10 minutes at a time when the customer was symptomatic of hypoglycemia. Daughter treated with juice and candy. Retest result 10 minutes after the 40 mg/dl was 94 mg/dl. Reported a second, separate comparison of blood glucose results of 235 mg/dl and 120 mg/dl within 10 minutes on the same system. Reported no adverse event relative to second discrepancy. A request was made for the return of the system, replacement was sent.